Event description:
The customer reported that a patient had a citrate reaction at the end of a therapeutic plasma exchange (tpe) procedure. Approximately 6 minutes to the end of the procedure, the patient developed shortness of breath, lower blood pressure, chest heaviness, diaphoretic and stomach pain. The operator aborted the procedure without rinseback and the physician administered 300mls of IV fluids in response to the patient reaction. The patient was transported to the emergency room and was kept overnight at the hospital. The patient was discharged and is in stable condition. The customer declined to provide the patient's identifier. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to medical intervention in the form of IV fluids, ER visit and overnight hospitalization.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury of the MDR form. This supplement is being filed to modify information per FDA request.

Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of this lot for similar reports showed no incidents. A service check of the machine was performed and there were no issues found with the machine. The run data file was analyzed for this event. There were no issues noted during the procedure. The ac infusion rate was set to a normal value for a tpe procedure. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause could not be determined. Possible cause for the patient reaction includes but is not limited to the patient physiology or patient disease state.